Manufacturer narrative:
Covidien/medtronic has not received the suspect device/component from the customer for evaluation. The serial number of the ventilator was not provided therefore the device manufacture date is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during maintenance, a ht50 ventilator generated an abnormal noise. There was no patient involvement at the time of the reported condition. The pump manifold assembly needed to be replaced. The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation, the complaint will be re-evaluated.

Manufacturer narrative:
Pump piston rods were returned to covidien/medtronic¿s product analysis. A visual inspection found the piston rods were bent; the piston rods hole for the insert diameter of the bushing was larger. An investigation was performed, the product analysis technician reported that the reported issue was verified and isolated to the damaged component. If information is provided in the future, a supplemental report will be issued.